Event description:
On (B)(6) 2014, additional information was received: the high impedance was initially seen on normal mode diagnostic testing; however, the dcdc value was not known. The device was not programmed off following observation of the high impedance results. X-rays were not taken. There was patient manipulation or trauma that may have caused/contributed to the high impedance.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was referred for surgery. Clinic notes dated (B)(6) 2014 note that the impedance was high and that a new lead and generator would be reimplanted in the next few weeks. Clinic notes dated (B)(6) 2014 indicate that the lead impedance is within normal limits. The patient underwent generator and lead replacement on (B)(6) 2014. The generator was replaced prophylactically. The explanted devices are expected to be returned for analysis, but have not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the generator and lead were replaced due to high impedance (dc dc code - 4). The generator analysis was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The lead analysis was completed on (B)(4) 2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.